Event description:
Reporter indicated that they believed that the patient's lead was malfunctioning. Attempts for further information were unsuccessful. The patient underwent a full revision surgery, and the lead was returned to the manufacturer for analysis, but analysis is not yet complete.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.